Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had continuous low blood glucose (bg) levels and reported a bg level of 47 mg/dl, due to pump settings and diet on (B)(6) 2016. Juice or glucose tablets are taken to address bg levels. Customer working with their healthcare provider and dietitian to fine-tune pump settings and diet in order to minimize low bg episodes.